Manufacturer narrative:
The patient sample was submitted for investigation. The customer's tsh and ft3 iii results were confirmed. Based on the analysis performed, the sample contained approximately 775 ng/ml of biotion. This concentration level is far above the allowable biotin concentration level that is specified in product labeling. The tsh assay indicates no interference up to 25 ng/ml. The ft3 iii assay indicates no interference up to 70 ng/ml. The high level of biotin in the sample most likely caused the erroneous tsh and ft3 iii results when compared to the results from competitor instruments. Product labeling indicates the samples should not be taken from patients receiving therapy with high biotin doses (>5 mg/day) until at least 8 hours after the last biotin administration. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 1 patient tested for thyrotropin (tsh), free thyroxine (ft4 ii) and ft3 - free triiodothyronine (ft3 iii). Based on the data provided, the tsh and ft3 iii results were erroneous when compared between an e602 analyzer and a centaur analyzer. It is not known if erroneous results were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with (B)(6) for information on the ft3 iii erroneous results. The tsh result from the e602 analyzer was 0.012 (unit of measure not provided). The tsh result from the centaur analyzer was 0.814 uiu/ml. The ft3 iii result from the e602 analyzer was 14.81 (unit of measure not provided). The ft3iii result from the centaur analyzer was 5.83 pmol/l. No adverse event occurred. The e602 analyzer serial number was not provided. The customer believes the issue is due to interference in the sample as the patient takes high doses of biotin (100 mg 3 times per day).